Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 300-421 mg/dl. The customer changed the supplies on the pump and resumed insulin delivery to address the bg level. As the supplies on the pump had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The customer reported to having a lot of scar tissue and had thought that this may have been the cause of the occlusions.